Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured following an initial surgery. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 visual examination of the returned device found signs of repeated use and the post has partially fractured off. All pieces were not returned. Review of the device history record found no deviations / anomalies related to this failure. The root cause of the reported event is considered to be a previously addressed design issue. The issue was previously investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.